Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose episode. Customer stated that she did not put in the carbs of the bolus until after she ate and her mouth felt numb. Customer ate a glucose tab and she ate 2 sugar coated candies. Customer's blood glucose went as low as 38 mg/dl and then she was given a glucagon shot. Customer's blood glucose is currently 113 mg/dl. Customer's blood glucose was 42 mg/dl at the time of the incident. Customer has treated with food and glucose tablets. Customer has been experiencing low blood glucose for about 4 hours. Customer only had a sensitivity reduction to 40 from 2 months ago. Customer was assisted in performing the displacement test and the pump passed. Customer stated that the infusion set was changed out today. It was explained that the customer's blood glucose probably dropped due to the 1.2 unit of active insulin she had on top of the 4.9 units of insulin that was given. Customer was advised to monitor the pump.